Event description:
The generator was received after replacement due to premature battery depletion, captured in mfg. Report #1644487-2018-01907. During analysis, the internal data of the generator was reviewed and it was found that high impedance had been recorded. The leads were not replaced. No additional or relevant information has been received to date.

Event description:
Follow up with the company representative revealed that high impedance was not observed during interrogations/diagnostics prior or post vns generator replacement surgery. No relevant surgery is known to have occurred to date.

Event description:
It was later reported by the patient's mother that the patient would experience hoarseness and choking that would come and go. It was stated that the magnet would not work for the patient towards the end of the implant period. The mother reported that she would swipe the magnet frequently if the patient was having a seizure and it would not do anything for the patient. It was stated that the correct swiping method was being used. The adverse events reported by the patient¿s mother were expected events due to the high impedance.